Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. (B)(4).

Event description:
An optometrist reported that approximately three weeks following prk (photo refractive keratectomy), the patient presented with probable corneal erosion in the left eye. The patient was treated for monovision, with the left eye for distance and right eye for near. Six months later, the patient reported decrease visual acuity in his left eye, which has affected his distance vision. The steroid drops were increased. The patient reported wearing eyeglasses for night driving. In a follow up, the optometrist reported that in her option, the device did not cause or contribute to the event, and indicated that the refractive change was probably due to epithelial remodeling. No treatment has been planned, as the patient's cornea is still healing.